Event description:
The medical team in japan had an impella cp support in 9/2022 of 8 days . The month after the support was completed, the jpvad registry team notified abiomed that there was hemolysis treated by the infusion of blood products.

Manufacturer narrative:
The medical center in japan discarded all pump product at explant. No benchtop analysis and hemolysis testing is possible. The jpvad registry did not furnish further clinical details. The root cause can not be determined. The failure mode will be monitored and trended.